Event description:
It was reported to philips that the system¿s wired footswitch pedal had become stuck and continuously produced x-rays, which could result in unnecessary patient radiation exposure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.